Event description:
Customer reported that the reagent carousel is not spinning the red cell reagents properly. Incorrect results, incorrect volumes or incorrect probe dispensing was not reported. Variations in red blood cell concentrations may affect the sensitivity of the test.

Manufacturer narrative:
No definite root cause was determined. The customer contacted ocd (cts) and reported that cleaning of the white discs on the reagent carousel had returned the instrument to expected operation. Therefore, service was not required. This customer has not logged any complaints against this analyzer since the incident. (B) (4).